Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the cine feature on the 9800 system would not work. Also the interconnect cable was damaged. No patient injury was reported.